Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer service that they were in the hospital due to an infection at their pd catheter site. No additional information was provided in the initial reporting. Multiple attempts were made to obtain additional information, and thus far no further details have been provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).